Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 327 mg/dl. However, the customer stated the cause was due to being intentionally disconnected from the pump for an hour and a half, prior to the malfunction, to change out supplies and to charge the pump. Customer stated bg level was not related to malfunction. Customer addressed bg level by delivering a bolus. Reportedly, the customer had manual injections as alternate insulin therapy.